Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he was receiving a lost sensor alert and had a keypad anomaly on the insulin pump. Customer was receiving weak and lost sensor alerts. Customer stated that he did not receive a new transmitter. Customer had a radio frequency programmable integrated circle failed self test alarm. Customer noted that the pump was not allowing him to go up and down. Customer stated it has never done that before. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response noted during our testing due to flattened dome switch on the up arrow and escape buttons. The insulin pump communicated properly with glucose sensor simulator test. No a64 alarms, no weak signal or lost sensor alarm noted. The insulin pump passed displacement test and self test the insulin pump has minor scratched lcd window.